Event description:
The customer reported a discrepancy with a sample tested on the ortho provue analyzer and manual gel testing. The customer indicated that a sample containing anti-k antibody did not react with cell #1 of 0.8% selectogen lot # vs241 when tested on the provue. The sample reacted positive (1+) in manual gel test. Patient testing was not taking place; provue beta trial was being performed at the time of the incident. Incident occurred on (B) (6) 2009. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The testing performed was part of a beta trial/experimental testing on the instrument. Service was not obtained. The incidents were documented for tracking and trending purposes only. Testing was not intended for patient testing and/or release testing. Erroneous test results were not reported. (B) (4).